Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances were found.

Event description:
Healthcare professional reports application of 4 syringes of juvéderm¿ voluma¿ with lidocaine to ck1, ck2, ck4 and tempora. Physician injected nsl1 region only on the right side because there was blood coming back on the left. Physician stopped injection and chose to inject this region in a new session. The patient evolved well after the procedure immediately afterwards, not complaining of headaches, erythema or swelling. 9 days post injection, patient reported swelling and pain when waking only on one side of the face. The following day, the patient was evaluated and physician observed erythema, edema and local heat in the left malar region. Per patient, symptoms better than the previous day. Patient provided prednisone 40 mg / day and started amoxacillin with clavulanate 875mg each 12 hours. Symptoms improved after 5 days of antibiotic and predsim [treatment] and are considered resolved.